Manufacturer narrative:
The investigation into the positioning issues has been completed. Data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position aorta. No other issues were found on the logs. Product analysis: visual inspection found no issues on the pump. Conclusion: the root cause of positioning issue was most likely use related. Added d9 device return and date f6 and f8 should have been blank.

Event description:
The complainant reported a patient in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump was placed but the team made decision to place venoarterial extracorporeal membrane oxygenation and with that, the impella cp came out of position and needed to be replaced there was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.